Event description:
While in pt use, the coagulator piece (wand portion) covering burst open exposing the metal piece. Event was reported to the vendor, pending further review. Reported to vendor on day of event (B)(6) 2018. No adverse effect on pt.